Manufacturer narrative:
Pneuton mini sn (B)(4) were both returned to airon for evaluation. Pneuton mini sn (B)(4) has evidence of being dropped/damaged with broken enclosure. Incoming inspection and use testing were performed on both devices with investigative report to follow. Both devices were processed through the biomed department for preventive maintenance (past due since april 2015). Airon had been in communication with the user facility respiratory care department since (B)(6) 2015 the day of the incident. The pneuton mini(s) had passed operational verification pre and post attempt for patient application, and again within the biomed department. User facility biomed conducted internal clinical workshop and found both pneuton mini to perform as designed. The pneuton mini ventilators are totally pneumatic and require no batteries or electricity. The only dependent factor is adequate gas flow, with the ventilator alarming if gas pressure drops below minimal limits. Alarm system on both ventilators were functional as reported by the respiratory therapist and verified with operational verification procedure.

Event description:
Patient was brought to anteroom of the MRI for scan. Customary for the MRI scan the patient was intubated in the MRI suite immediately prior to the scan. Ventilation was established using an anesthesia machine (draeger) post induction/intubation. The patient settings were pc: pip 18, peep 3, ti 0.7 sec, with rate of 30 bpm. Measured tidal volumes were mid 30s with appropriate vital signs and chest rise, monitoring petco2 of 45 as reported by the respiratory therapist. The pneuton mini operational verification was completed at the bedside without any noted errors. Pneuton mini patient settings were initially placed on imv/CPAP: pip 20, peep 5, ti 0.4 sec, te 2.0 sec with flow rate 8 lpm. Clinical observation noted a decrease in patient chest wall movement and petco2 dropped to 25 with absence of an alveolar plateau. Despite multiply ventilator changes at the bedside; ti sec, flow rate and peep, they were unable to obtain a normal capnograph and chest wall movement remained less than the anesthesia machine. A second pneuton mini was set-up for patient application, passed operational verification and applied the same patient settings, changes in different ventilator settings as noted previously with same results. The patient was placed back on the anesthesia machine and weaned to spontaneous breathing on pressure support. The MRI scan was cancelled and the patient was transported via hand ventilation to the pacu. Upon arrival to the pacu the patient was placed on draeger xl with neoflow, settings were psup: pip 15 and peep 5, patient was breathing spontaneously. The patient received comparable tidal volumes / chest rise to that received on the anesthesia machine and there was nothing abnormal to how the patient was ventilating. The patient was weaned to normal breathing / removal of psup over the next 30 minutes. Airon technical service were contacted by biomed on (B)(4) 2015 with a request for preventive maintenance for both pneuton mini in the (B)(6) stock. Both ventilators were due for preventive maintenance in april 2015. Later in the day, the biomed called a second time to report the respiratory therapist had thought the ventilators were not functioning properly. Biomed reported both ventilators had passed operational verification performed by the biomed personnel. The respiratory therapy equipment manager (who is a respiratory therapist) contacted airon to discuss the clinical application of the pneuton mini during the MRI scenario to define/discuss appropriate clinical settings. Airon personnel both clinical and engineering, reviewed the functional operation of the ventilator and the interaction of the setting of inspiratory time and flow rate dependent on patient size and volume of gas delivery. On (B)(4) 2015 the issue was reviewed internally with all airon personnel, to coordinate all reported information for review. An open communication was established with (B)(6) respiratory care services in an effort to problem solve the clinical situation and observed clinical failure of the pneuton mini to function properly in this patient application. On (B)(4) 2015 an email was sent outlining several questions to better define the settings and monitoring of adequate ventilation - the answers to those questions have been summarized in the above details and were used for airon internal investigation.